Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited a battery status indicator of eri (elective replacement indicator). It has been programmed at nominal outputs and had been implanted for approximately 3 months; early battery depletion. There was no magnet response and the ipg could not be interrogated. The ipg was explanted and replaced with another cpi ipg. It was returned to st. Paul for analysis.